Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range pace impedance measurement greater than 2,000 ohms. The rv pace impedance measurement was 2,056 ohms on july 26th. Technical services (ts) discussed troubleshooting options and programming considerations. This right ventricular (rv) lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).